Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the mount is not able to disengage from the implant during a dental surgery. Doctor decided to remove the implant and placed another implant in the same surgery.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant and implant mount was returned for investigation attached to each other. Visual evaluation of the as returned products identified dried blood and bone around the implant and wear on the mount screw hex. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. The reported devices were used on an unknown tooth and the event occurred during the placement procedure or the implant and the mount was used for an unknown duration. The customer provided x-rays (attached) which provide no additional evidence of the reported event. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the mount is not able to disengage from the implant during a dental surgery. Doctor decided to remove the implant and placed another implant in the same surgery. The devices were returned and the reported complaint was confirmed, as they were unable to be separated. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'